Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and since the malfunction code did not recur, the customer continued using the pump. The customer was advised to contact support again if the issue reoccurred.